Event description:
It was reported that the full rv lead was explanted due to sensing difficulty. T wave oversensing occurred leading to inappropriate therapy delivery and upon interrogation r wave undersensing was also observed. The md thinks that the lead may have been pulled back and during attempted reposition the helix would not retract. No further patient complications were reported as a result of this event.